Event description:
On (B) (6) 2008, the patient reported he noticed insulin leaking from the plunger area when he was filling the cartridge today. He stated this occurred while he was still filling the cartridge so no insulin spilled into his infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.